Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to a right atrial (ra) lead revision procedure, fluoroscopic imaging revealed that this right ventricular (rv) lead was fractured. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal only segment of the lead was returned severed 21 centimeters (cm) from the terminal pin. Visual observation noted the presence of set screw marks on the lead terminal pin. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the reported clinical observations based on the returned portion of the lead.